Manufacturer narrative:
(B)(4). Manufactured april 9, 2016 april 11, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the returned unit noted the following observations: the red coil cap was separated from the housing, a 60ml plastic syringe was attached to the infusor's fillport, the bladder was ruptured in a non-footing position. A functional test was subsequently attempted by manually removing the syringe from the fillport. The syringe was easily removed from the fillport without evidence of difficulty. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication reservoir of a large volume infusor burst because a syringe was not removed smoothly from the fill port. This occurred before use, there was no patient involvement. No additional information is available.